Event description:
It was reported the patient's blood glucose rose to 16 mmol/l (288 mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hour. As treatment, several corrections were delivered and a new pod was applied.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was returned and evaluated. The pod arrived fully deployed. No timeouts or drive stalls were observed. The external portion of the soft cannula was observed to be kinked. The cause and timing of the external cannula damage could not be determined. As such, it could not be conclusively determined if the observed damage on the soft cannula had an effect the device's ability to deliver insulin. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.